Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Device evaluation: g3, g6, h2, h3, h6, h10. Tiger aesthetics medical performed an investigation from a different batch/ lot#. The reported crack was likely incorrectly identified as the foam tray gap from the bottom of the chamber. The foam tray shifted from the flexing (stress) of the vacuum and a leak resulted. The gap that develops between the foam tray and sliding drawer is a known issue and being addressed. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The vitality unit had no suction. There was a crack on the unit and it was leaking. Another device was required.

Manufacturer narrative:
Tiger aesthetics medical complaint #: (B)(4). Patient age defaulted to "99" as no patient information was provided. At this time, the suspect device has not been returned for evaluation. Tiger aesthetics medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.